Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a (B)(6) year-old female patient required an ultrathane mac-loc locking loop multipurpose drainage catheter. During the placement, the user gained access via puncture and advanced the drainage catheter into the patient. The user then experienced difficulty attaching the device to the luer-lock and the catheter leaked. A similar device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: cook china received a complaint from guangzhou pumei medical technologies facility (guangzhou, china) stating that the metal stiffener in a ult8.5-38-25-p-6s-clm-rh (ultrathane mac-loc locking loop multipurpose drainage catheter, lot 13242342) was difficult to advance through the catheter. As a result, the hub at the end of the drainage catheter could not be screwed tight and leakage occurred. Another drainage catheter was used to complete the procedure. A review of the complaint history, device history record, instructions for use (IFU) and quality control procedure, as well as a visual inspection, functional test, and dimensional verification of the returned product, were conducted during the investigation. The ult8.5-38-25-p-6s-cldm-hc was returned in an opened and used condition. The supplied stiffener was received fully inserted into the catheter, without being secured to the mac-loc fitting. During table top testing, the stiffener was removed and reinserted into the catheter encountering some resistance. Upon fully inserting into the catheter, the stiffener was able to be connected to the drainage catheter without difficulty. Additional testing was performed confirming no leakage at the cap/adapter connection and/or at the locking lever. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (13242342) showed nonconformances that may be related to the reported failure. However, all nonconforming devices were scrapped and there are appropriate inspections in place. There are no additional complaints on this lot. Since there is objective evidence the DHR was fully executed, it was concluded that there is no evidence that non-conforming product exists in house or in the field. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use (IFU) t_multi_rev5 intended use states, ¿multipurpose drainage catheters are intended for percutaneous drainage in a variety of drainage applications (e.g. Nephrostomy, biliary, and abscess), either by direct stick or seldinger access technique. Precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ it was confirmed that the stiffener was difficult to advance through the catheter during device evaluation, likely causing the reported leakage at the luer connections between the catheter and stiffener hubs. A CAPA was previously opened to address metal stiffener advancement and removal difficulty. The CAPA identified root causes related to manufacturing and implemented corrective actions. The complaint lot was manufactured prior to CAPA implementation. The cause of this event is manufacturing deficiencies. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.